Event description:
The customer reported that they need assistance in determining if alarms occurred on mp50. The spo2 low limit was set to 90 and staff reported that the spo2 dropped below 90 and no alarm was announced. No death or patient /user injury or harm was reported. The device was used for monitoring at the time of the alleged malfunction.